Event description:
In 2009, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The procedure went without any reported complications. The proximal and distal landing zones were not balloon dilated since there was no endoleak to be seen. Four days later, a computed tomography angiography (cta) revealed proximal and distal device migration, and the result of this migration was a kink in the middle part of device. No endoleak was detected. Two days later, a reintervention was performed to place two additional gore tag thoracic endoprostheses distal to the previously implanted device. This was successful, and the implanted devices were balloon-dilated with a gore tri-lobe balloon catheter. A completion cta showed the kink was fixed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Images were requested. Further info is going to be provided.